Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with air bubbles on customer's insulin pump. The customer's blood glucose level at the time of incident was 320mg/dl. The mother states the air bubbles are medium size. It was reported that the customer was advised the delayed air bubbles were usually caused from insulin trying to warm up. The call was dropped before troubleshoot could be conducted.